Event description:
The pump was returned for investigation. Investigation revealed a faded and discolored display. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: during testing, the display was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that the internal clock battery had failed and was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).